Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that the final angiography indicated no issues. One week during the follow-up post procedure, an abdomen check via echogram found that there was unknown endoleak present. Since the site was around the endurant left iliac limb, there may be a type iii separation endoleak or possible type IV endoleak. Although the leak was observed on the left side, the exact location could not be determined. An echogram was performed and the endoleak was revealed to have self-resolved. Per the physician, the endoleak may have been a type IV and the leak may have stopped. The physician also thought it was possible that the endoleak may have been a type iii and the space between the vessel and the stent may have thrombosed resulting in stopping the endoleak. Per the physician, the cause of the endoleak was unknown and the patient will continue to be monitored normally by the physician. No additional clinical sequelae were reported and the patient is fine.